Event description:
During the atrial fibrillation ablation, a farapoint pulsed field ablation catheter was selected for use. The patient presented with both atrial fibrillation and typical atrial flutter. After completing the atrial fibrillation ablation, a farapoint catheter was opened and used to perform a cavotricuspid isthmus (cti) line ablation. An initial 3 mg IV bolus of nitroglycerin was administered, and ablation began after a one minute delay. The cti ablation lasted approximately 5 minutes and 10 seconds. The additional planned 2 mg dose of nitroglycerin was not administered. During lesion delivery, the patient developed st segment elevations, which the physician noted after the cti ablation was completed. Anesthesia then administered another 3 mg IV bolus of nitroglycerin. Within about two minutes, the st elevations began to resolve. The patient was kept overnight for monitoring and is expected to make a full recovery. According to the physician, the pulsed field ablation (pfa) energy delivered to the cti tissue likely caused transient ischemia, which in turn resulted in the observed st segment elevations.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.